Manufacturer narrative:
Name: medtronic minimed country: united states of america street: (B)(6) city: (B)(6) state, province or territory: (B)(6) post office or zip code:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that the infusion set fell off during use on 18 mar 2026 and the infusion set was in use for two hours.